Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was receiving a low flow message. Through troubleshooting, the pads were disconnected and reconnected, the connection to the fluid delivery line was checked, and the pads were swapped for a second set of pads. Low flow continued after the pads were swapped. Therefore, the pads were emptied and disconnected. Manual mode was enabled and the flow rate was 1.8lpm, the inlet pressure was -7.0, and the circulation pump command was 50% with only the fluid delivery line attached. The pads were connected one at a time. The right thigh pad was connected and provided a flow rate of 0.6lpm and an inlet pressure of -7.1. The left thigh pad was connected and provided a flow rate of 1.3lpm and an inlet pressure of -7.2. The left chest pad was connected and provided a flow rate of 0.9lpm and an inlet pressure of -1.4. The left chest pad was moved to another valve set, which increased the flow rate to 2.0lpm and decreased the inlet pressure to -7.1. The right chest pad was connected and provided a flow rate of 2.7lpm and an inlet pressure of -7.3. The device was placed in automatic mode, and the flow rate stabilized at 2.9lpm.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was receiving a low flow message. Through troubleshooting, the pads were disconnected and reconnected, the connection to the fluid delivery line was checked, and the pads were swapped for a second set of pads. Low flow continued after the pads were swapped. Therefore, the pads were emptied and disconnected. Manual mode was enabled and the flow rate was 1.8lpm, the inlet pressure was -7.0, and the circulation pump command was 50% with only the fluid delivery line attached. The pads were connected one at a time. The right thigh pad was connected and provided a flow rate of 0.6lpm and an inlet pressure of -7.1. The left thigh pad was connected and provided a flow rate of 1.3lpm and an inlet pressure of -7.2. The left chest pad was connected and provided a flow rate of 0.9lpm and an inlet pressure of -1.4. The left chest pad was moved to another valve set, which increased the flow rate to 2.0lpm and decreased the inlet pressure to -7.1. The right chest pad was connected and provided a flow rate of 2.7lpm and an inlet pressure of -7.3. The device was placed in automatic mode, and the flow rate stabilized at 2.9lpm.